Event description:
It was reported, the patient had not charged his ipg in 3 weeks due to his charger "not working", and he no longer has stimulation. A replacement charging system was sent to the patient, but it would not locate his ipg. The patient also reported his programmer would not locate the ipg. Surgical intervention will likely be undertaken to resolve the issue.

Manufacturer narrative:
Recall: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.